Event description:
Medtronic (covidien) received report that the middle part of a pipeline flex did not open during flow diversion treatment of an unruptured, saccular aneurysm in the left superior hypophysial artery. Anatomy was very tortuous. Initially, coiling was attempted, but the microcatheter could not be navigated into aneurysm. The physician then decided the best treatment option would be pipeline flex. The pipeline flex was navigated and the middle part would not open around the cavernous segment of the internal carotid artery. The physician tried to open the device by pushing the wire and by resheathing it twice. Subsequently, the pipeline flex was removed with the microcatheter and was not implanted. A second pipeline flex was deployed without incident using a new microcatheter and the same guide catheter. Angiographic result immediately post-procedure was slow flow in the aneurysm. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire and pipeline were found inside catheter. For further investigation, the pushwire and pipeline was removed from the catheter lumen. The tip coil appeared to be damaged. The distal and proximal ends of the pipeline were found opened with damaged braid. The middle section of the pipeline was not opened due to damaged braid. Based on the above findings, the customer's complaint was confirmed. The cause of the pipeline not opening fully in the middle (hourglass shape) could be a combination of damaged braid, device design, patient anatomy, and physician technique. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).